Manufacturer narrative:
Analysis of the fiber revealed two separate fiber components which became disassembled due to a break in the fiber. The break occurred at a point within the blue connector towards the front end of the heat shrink where the sma pin is attached on the proximal end of the fiber. The presence of charring on the heat shrink and on the separated sma pin inside the blue connector indicates the components were weakened and later separated due to a break which occurred while laser energy was being applied. The recessed ferrule had evidence of charring along with a uniform ring around the fiber core. These symptoms indicate that the fiber was likely reprocessed incorrectly. It is likely that the fiber was steam sterilized at a temperature exceeding the temperature parameters in the instructions for use (IFU) document (270°f, 132°c). Exceeding the noted temperature specification during re-sterilization can cause adhesive and such component failures which can occur when the fibers are exposed to excessively high heat or to unapproved cleaning agents during reprocessing. The fiber rfid scan indicated that the fiber was 100% tested and functional during routine production testing at dmta on 04/18/18 which demonstrates that it is very unlikely there were any manufacturing faults with the fiber. The rfid scan also confirmed nine uses out in the field on a rfid enabled dornier laser which also demonstrates that there weren't any manufacturing faults with the fiber. The fiber likely failed due to user mishandling during reprocessing.

Event description:
"We were using a 270 micron laser fiber today for a stone. The settings on the laser machine were 10hz and 1.5 joules. After about 100 pulses, the machine paused with a message to please connect fiber. I tightened the hub back up and the procedure started for about 30 more pulses and paused again. At that point, I disconnected the fiber and replaced it with another one. Upon removing the fiber, it separated from the fiber hub, smelled of burning plastic and had a black gel like residue at the end of the fiber that goes into the fiber hub."